Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn and stuck in the cartridge. There was no visible damage to the cartridge. The injector plunger was stuck inside the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens and the lens tore. There was no patient contact or injury. The backup lens was implanted.